Event description:
A malfunction alarm was reported, specifically alarm 20, during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a new cartridge despite assistance from technical support, leading to the recurrence of the alarm. As a resolution, technical support will replace the pump, which is still under warranty. Meanwhile, the customer will use multiple daily injections (mdi) as backup therapy. Instruction was given to put the pump into storage mode and return it with a prepaid label, which the customer understood and acknowledged.